Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the consumer reported that the issue had been resolved, and that the healthcare professional (hcp) told them it was just the healing process. No further information was provided and no further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). The consumer reported that the patient was experiencing burning at the ins battery site, which began on the way home from the hospital after implant on (B)(6) 2017. The consumer reported that they and the patient would follow up with the patient's primary healthcare provider.